Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not infuse. The primary infusion was saline at 5cc and the secondary was zosyn. All clamps were open. This occurred during patient transfer from the surgical intensive care unit to the "7 green" floor. There was no report of patient injury or medical intervention associated with this event. No additional information is available.